Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report rec'd from (B)(6) stated the cutter was stuck in the device. It is unk if the device was used in surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No add'l info was provided.